Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 5 years post deployment of a 26mm sapien valve in the aortic position, the patient underwent a valve-in-valve (26mm sapien 3 valve in 26mm sapien valve) tavr procedure due to calcified leaflets.  No complications were reported.  The patient was stable at the conclusion of the case.

Manufacturer narrative:
The valve was not returned to edwards lifesciences as it remains implanted in the patient.   Additional information provided by the hospital medical records indicated the tte performed approximately 5 years post tavr procedure showed the patient had moderate-severe perivalvular leak (pvl) with an estimated mean gradient of 27mmhg and a peak gradient of 56mmhg.  Approximately 46 days post echo the patient was admitted for recurring congestive heart failure (chf) symptoms.  Five days later the patient underwent redo tavr due to severe pvl.  Per report, during the valve in valve procedure, the valve was deployed in excellent position.  Post deployment, the mean gradient was 5mmhg and there was no evidence of pvl.  There was no pericardial effusion.  Post operative day 1 echo showed minimal pvl, a mean gradient of 17mmhg and no stenosis.   Per the instructions for use (IFU), paravalvular leak (pvl) and device degeneration are potential risks associated with bioprosthetic heart valves.    Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site.  Some pvl is not uncommon post deployment.  Many cases are mild to moderate, and either resolve over time or do not cause symptoms.  Others may be more clinically significant and require intervention.  The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the worsening paravalular regurgitation and valve degeneration is unknown, but may be due to the progression of the patient¿s pre-existing valvular disease state and comorbidities (renal failure).   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.